Manufacturer narrative:
Follow-up #1: date of submission 08/04/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: there were battery alarms along with pump reboot events observed in the black box. The pump powered on with the returned battery cap, but the cap was unable to fully tighten. The battery compartment was cracked, threads were damaged and moisture contamination observed inside the compartment. Current draws were within specifications. The leak test confirmed the battery compartment leak and no additional moisture or loose components were observed inside the pump when the pump case was removed. A battery life issue was not duplicated during investigation.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life w/ damage) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).